Event description:
It was reported that during pre-testing, it was observed that the bearings on the attachment device got hot. An identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out and damaged bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.